Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the damaged pod or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 300 mg/dl while wearing the pod. When removed from the infusion site, the pod was discovered to have rust inside and out. As treatment, patient removed the pod.

Manufacturer narrative:
Investigation found a cracked housing, insufficient battery voltage, and an alarm. The alarm noted occurs when the processor has been reset for an unknown reason. Corrosion was present throughout the inside of the device. Additional fluid path testing showed no signs leaking. Although the housing was cracked and corrosion was present, the root cause of the hazard alarm and the reported insulin observed in the device could not be determined.